Event description:
A customer reported that a Abbott Diabetes Care (ADC) Device sensor was applied and the applicator needle in the skin and experienced pain. The customer self-removed the applicator needle of ADC device from the customer's arm for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.